Event description:
It was reported to philips that the system's host computer power supply failed, which can impact booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the host pc power supply failed the post. As part of troubleshooting, the fse reviewed system log files, checked system movement and checked host pc power supply status, which showed issue with the host pc. The cause of the host pc failure was not conclusively determined by the supplier's part analysis. However, replacing host pc and reinstalling software by the fse has resolved the issue. The system operational checks were performed, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.